Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds values three months after implant. The physician elected to perform surgical intervention to replace the lead. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.